Manufacturer narrative:
A review of the DHR for the related lot showed that the thread form was inspected at 100% and met required specifications prior to distribution. Investigation of the returned device determined that the thread form is no longer within specification. The remainder of the dimensions were within specification. Samples from existing inventory was determined to be within specification. No conclusion can be made as to the cause of the event. This MDR is a result of a retrospective review of the complaint.

Event description:
It was reported that the driver bolt was not able to thread into the fibula nail. An additional nail was used and the bolt was able to thread as intended. Patient status is good.